Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generators (epgs) were directly related to patients experiencing asystole and fibrillation. It was further reported that each of these events was related to the device (epg) settings. The current status of the epg sis unknown. It was indicated that these events resulted in the death of the patients. There is no additional information available.